Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the pacing lead was passed through the superior vena cava, the lead body was noted to be bent. The lead was explanted, and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.